Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device was explanted due to not communicating. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ipg under complaint was received and analyzed. The inspection of the memory content shows multiple resets on sep 5th and 6th. This is consistent with reported attempts to reset the device in the frame of trouble shooting. The ipg could be successfully interrogated with a clinical programmer. Multiple attempts were conducted without any issue. For further provocative tests the distance between programmer and ipg was varied, temperature cycles where conducted and mechanical pressure was exerted on the ipg. None of the described tests revealed any indication of a problem. The can of the ipg was opened to inspect the internal assembly. The electronic module was assessed extensively proving that all components work at expected. In particular, the communication between programmer and ipg worked without any issue. In conclusion, the described device behavior could not be reproduced. There was no indication of a device problem.